Manufacturer narrative:
(B)(4). After inserting a battery, insulin pump received with constant battery failed alarm. The original electronics assembly was removed and installed in a test case. Powered the pump on using the battery simulator and the insulin pump powered up normally and no battery failed alarm noted. Also, found moisture damage inside the battery tube, in the battery connector, electrical board. Perform brush cleaning with the isopropyl alcohol and cleaning up all corrosion on electrical board and powered the pump on using the battery simulator normally and no battery failed alarm noted. Unable to perform displacement, sleep current measurement, active current measurement and self-test due to the constant battery failed alarm. In conclusion, constant battery failed alarm due to corroded battery tube. Insulin pump p-cap test reservoir lock in place properly. No cosmetic damage during visual inspection. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that the insulin pump showed a battery failed alarm. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.